Manufacturer narrative:
Answers to the scripted questions provided by the customer state they use a germicidal wipe to clean the sensors on occasion (they stated they do not clean them regularly). The operators manual says to use a mild soap and water solution and not to sterilize them.no additional action will be taken at this time.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed the yellow level sensor to have wear on the sensing surface. The sensor causes a ¿level: disconnected¿ message when assigned to a perfusion screen. The ¿level: disconnected¿ message appeared using both thin-wall and thick-wall reservoirs. Visual inspection found the sensor¿s cable and connector with nothing found that would cause failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was damage to the face of the yellow level sensor. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.